Event description:
Specific procedure not known, but the pt did have clips in his body. While removing the sheath after completion of the procedure, the sheath literally fell apart. Account was quite disturbed by this theorizing the clips could have sheared the sheath, but uncertain. The sheath was able to be completely removed by the physician, however, the pt was sent to surgery just to confirm complete removal of the sheath. The pt did not suffer any adverse effects as a result of the incident, other than inconvenience of having to go to surgery to confirm complete removal of all parts of the sheath, the status of the pt is unk.

Manufacturer narrative:
Catalog #: kcfw-6. 0-38-70-rb-raabe. Expiration date unk as lot is unk. An examination of the returned product confirmed the sheath and coil had separated into 5 distinct pieces with 3 held intact by the unraveled coil. We can advise this product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. It should be noted this device is provided with an instructions for use, which cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are continuing our monitoring of similar complaints.